Event description:
Update to complaint (B)(4) - received a call back and was given an update about the patient. The doctor shared that the flare up was due to an infection and that there is nothing wrong with the device. They will have another appointment to undergo further testing.

Manufacturer narrative:
Attempted to contact patient on 9/23/2025 and left voicemail. Attempted another call on 9/24/2025 and spoke to patient's mother. They shared that someone had spoken with them about setting an appointment with their provider. Enterra requested they contact us after appointment if they have anymore questions or concerns.

Event description:
Patient's mother called in on (B)(6)2025 to say that she thinks her daughter is having a "flare up". Gp symptoms are "bad again" and was recently hospitalized but is not improving with medication. Hospitalization took place at facility in which enterra therapy couldn't be evaluated mom says she thinks the stimulator that was implanted 2 yrs ago needs to be adjusted, and is calling to find out name of surgeon at (B)(6) clinic in (B)(6)fl and number so she can call to schedule a follow up appointment for evaluation. There is no implant record on file. Dr. (B)(6) is a current surgeon at (B)(6) in (B)(6) so provided office #number for her to contact.